Event description:
Pharmacy technician was preparing a dose of phenylephrine 100 mg in 240 ml of ns. He was using a 10 ml bd syringe with a 16 gauge needle. He had already drawn up 10 ml of phenylephrine from individual 1 ml vials and I had the needle inserted into the port of the 250ml ns bag. Holding the syringe in his right hand, he pushed about 2 ¿ 3 mls of drug when he heard a snap and felt spray on the left side of his face. When he looked at the syringe, he noticed it had a crack in the barrel roughly 2/3 of its length.